Event description:
It was reported that the patient received two inappropriate shocks due to oversensing and a possible subclavian crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defib conductor was distorted and the outer tubing overlay had cosmetic environmental stress cracking. The inner tubing was kinked/buckled and torn. There was a white substance on the exposed defib coil and the outer insulation had a cosmetic depression. The was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed that the lead appeared to have been implanted with a bend in it at the fracture site.